Manufacturer narrative:
It was reported from a literature review article by salzmann et al., 2017 on "does postoperative mechanical axis alignment have an effect on clinical outcome of primary tka? A retrospective cohort study" that the patient with a preoperative varus and a postoperative neutral alignment was revised for aseptic loosening. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Per risk assessment file review, some potential causes could include but are not limited to traumatic injury or surgical technique used. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported in the publication "does postoperative mechanical axis alignment have an effect on clinical outcome of primary total knee arthroplasty? A retrospective cohort study that journey ii bcs posterior stabilized prosthesis (smith &nephew inc., memphis, tn) was implanted to 172 patients. One of the patients with a preoperative varus and a postoperative neutral alignment was revised for aseptic loosening.